Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional nc trek balloon dilatation catheter (bdc) referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous right coronary artery (rca). The 3.0x15 mm and 3.5x15 mm nc trek balloon dilatation catheters (bdc) ruptured during inflation. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.